Manufacturer narrative:
The investigation is underway. Please reference manufacturer number 2015691 2021 02956.

Event description:
As reported by a field clinical specialist, during the procedure of a 29 mm sapien 3 valve in the aortic position via subclavian approach the valve and delivery system were advanced through the esheath. Significant resistance was encountered and the esheath became kinked. Careful manipulation was attempted to remove the kink and continue to pass the valve. It was determined the valve at an angle started to exit the seam of the esheath and caused a liner tear. The procedure was aborted and the devices were attempted to be removed at a unit. Difficulty was encountered during removal. Upon removal of the devices the esheath was observed to have a liner tear and liner strand. There was no damage noted to the valve or delivery system. After removal, an angiogram revealed a subclavian artery dissection. Surgical intervention was required, and three covered stents were placed to repair the dissection. The patient was in stable condition post procedure. No valve was implanted.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02957. (MDR# (B)(4)). The commander delivery system was not returned for evaluation. A device history record (DHR) review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of a work order was performed and revealed no other complaint relating to the complaint codes. Since no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The 3mensio report, procedural imagery, and device-related photos were provided. The following was observed: 3mensio imagery revealed that the patient's access vessel had presence of calcification and tortuosity. Procedural imagery shows that the crimped valve appears to be outside of the sheath while the sheath shaft appears to be significantly bent. Post-removal from the patient, the delivery system was fully inserted and exposed through sheath and liner was torn. The instructions for use (IFU) for the commander deliver system, device preparation training manual, procedural training manual, and supplemental subclavian (supraclavicular) and axillary (infraclavicular) approaches training manuals were reviewed. The instructions for system removal: unflex the delivery system while retracting the device, if needed. Verify that the flex catheter tip is locked over the triple marker. Retract the loader to the proximal end of the delivery system and remove the delivery system from the sheath. Note: for subclavian-axillary approach, keep delivery system inside sheath until ready to remove all devices as one unit. Caution: patient injury could occur if the delivery system is not unflexed prior to removal. Remove all devices when the act level is appropriate. Refer to the edwards sheath instructions for use for device removal. There were no IFU/training deficiencies identified. A complaint history review confirmed the device complaints (returned and no product returned) was performed with the codes identified. Prior closed complaints with any of the codes were reviewed for similar events and root cause identification. A risk assessment was performed on the reported event. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The risk of delivery system withdrawal difficulty and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to insert the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with delivery system withdrawal difficulty. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. There was no edwards defect that could have resulted in the complaint that was identified. No preventative or corrective actions are required. As reported, "the procedure was aborted, and the devices were attempted to be removed as a unit. Difficulty was encountered during removal". Per procedural imagery, the sheath shaft was significantly bent or kinked, and the crimped valve appeared to be outside of the sheath. Additionally, the sheath had a torn liner. The sheath shaft kinks, and a torn liner can create unfavorable circumstances for delivery system withdrawal as a single unit. The sheath kinked can lead to non-coaxial withdrawal with the access vessel, while a torn liner can lead to the crimped valve to exit the sheath lumen. Additionally, the condition of the sheath can further create difficulty for withdrawing the devices as a single unit because of the potential for additional vascular complications. The complaints for "withdraw catheter and valve through vasculature / sheath -difficulty or inability to withdraw system with valve through vasculature" was confirmed through evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the device history record (DHR), lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the delivery system during device preparation. Available information suggests that procedural factors (damaged sheath) likely contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action, nor pra is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.